Manufacturer narrative:
An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. We are still in the process of assessing if there's a risk to to health. This complaint is being reported in order to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the m1663a, ECG trunk cable fails the ops check. The customer did not report any patient/user involvement.